Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported failed the pm testing, which was confirmed and reproduced during evaluation as a truck alarm. The event history log review could not be performed due to a failing processor printed circuit board (pcb) which prevented history log download. During evaluation, a failing processor pcb and motor were found to be causing a truck alarm. The processor (pcb) and motor were replaced to correct this condition. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-01873 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed during preventive maintenance testing (test unspecified). It was also reported there was no patient involvement.